Manufacturer narrative:
The electronic device log file was available for investigation. The reported ventilator failure could be reconstructed by means of the information stored in the log file. During the case in question, the apollo detected a deviation between the measured and the expected position of the ventilator piston. The device reacted in accordance with its implemented safety concept as it interrupted automatic ventilation, switched to man/spont mode and generated a corresponding audible and visible ventilator fail alarm. In such case both manual ventilation and monitoring functions will remain unaffected and available. Hence, the user is able to ventilate the patient manually and monitor relevant information regarding ventilation and gas delivery as it ws done in this case. It was concluded that a faulty motor has caused the reported stop of ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the unit failed on a patient with ventilator failure. They had to bag patient to finish. No reported patient injury.

Event description:
It was reported that the unit failed on a patient with ventilator failure. They had to bag patient to finish. No reported patient injury.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.